Event description:
As reported by the user facility information by bbm sales organization in australia: "underinfusion." According to the customer: reason of complaint: blood products did not run through, resulting in a wasted bag of prbc. Rbc commenced at 14:00hrs, identified at 18:30hrs that the rbc unit had not transfused to the patient and pump was alarming with volume completed. The rbc unit was disposed, as had been on the ward longer than 4hrs when issue was discovered. New bag of prbc was required. Bts testing completed: bts have completed a full investigation on the pump to determine a possible cause for the reported incident. The preventative maintenance requirements, electrical safety testing, and battery of the pump were all in date at the time of the incident. The drug library and modification data installed on the pump were also confirmed to be current and correct. The event logs from the pump at the time of the incident were downloaded and reviewed. These logs showed that the infusion was manually programmed (outside the drug library) to infuse at an initial rate of 76.75ml/hr for 3.5hrs.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400574964. The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(4). 2.4 software version: n030005. 2.5 hours of operation: 3856 hours. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files at 2022-09-25 (specified date of the incident given from the costumer) were investigated. At 2022-09-25 18:02 pm a space line was inserted. Three minutes later the rate was set to 10 ml/h and the vtbi to 272 ml. Then the infusion was started. At 14:25 pm the infusion was stopped, and the values were changed to: time: 03:30 hh:mm rate: 76,75 ml/h. Then the infusion was started. Between 14:26 pm and 16:06 pm the infusion was stopped several times by an "upstream alarm" (reason for those alarms could not be clarified). During the infusion the space line was taken out and was inserted again. At 18:38 pm the space line was taken out and at 18:52 pm a space line was inserted. Then the rate was set to 1200ml and the vtbi to 100 ml. At 18:53 pm the infusion was started. Between 18:53 pm and 18:59 pm several "upstream alarms" were displayed again (reason for those alarms could not be clarified). During the last infusion the set vtbi could not be reached because the upstream alarms interrupted the infusion again and again. A possible reason for the several upstream alarms is a closed roller clamp. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (61-02-000) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,95%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: a possible reason for the several upstream alarms is a closed roller clamp. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.